Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. F/u with the reporter found that the customer was not sure to either repair the device or purchase a replacement.

Event description:
It was reported that the device illuminated the svc indication and logged event codes that indicated a critical failure. There was no pt use associated with the event.